Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to non diabetes related issues. It was stated that the customer's glucose reading was 30mg/dl, and the nurse requested assistance in disconnecting the insulin pump due to the low glucose. No further information was provided.